Manufacturer narrative:
Clarification to date of birth a2: 1990 (year only given). Continued h6: f2201. A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "breast implant illness (bii) and anxiety associated with increased risk of developing cancer." Visual analysis of the photographs identified: rupture: not observed. Anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Other-medical-ndr: not applicable as the event is not related to the device. Additional observation: red particles observed on the surface of the shell. No further actions are required as no manufacturing issues are observed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported left side "complaints associated with breast implant illness (bii)", anxiety associated with increased "risk of developing cancer", and "implant came out completely squished". Additionally, healthcare professional reported rupture and capsular contracture, baker grade iii diagnosed by pathology report. The device has been explanted with an en bloc collection.